Event description:
During the embolization procedure for a (B)(6) patient with ruptured aneurysm at the superior cerebellar artery, it was reported that the subject guidewire broke in three parts distally during removal from the catheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was returned in two fragments and the guidewire was bent on its distal section. In addition, guidewire ptfe (polytetrafluoroethylene) coating was scraped on several places at its proximal end. A functional test could not be performed due to the observed anomalies additional information from the complaint indicated that the guidewire was confirmed to be in good condition prior to use, the device was prepared as per the dfu, the guidewire was not reshaped, continuous flush was maintained, and the tortuosity of the patient's anatomy was normal. Ptfe coating was scraped/peeled around the core wire on the proximal section. While the torque device was not returned, the observed damage is consistent with damage from an insecurely tightened torque device. The device directions for use (dfu) was reviewed and the following was found: "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, a cause of failure to follow instructions was assigned to the analyzed 'guidewire ptfe coating peeling'. This likely did not cause the reported issue. Examination of the separation sight showed longitudinal fractures with no sign of stretching on the separated nitinol and core wire, suggesting torsional overload. Based on the investigation, the device is believed to have kinked and separated in the microcatheter due to excessive torque and manipulation during use. Therefore, a cause of human factor issue was assigned to the analyzed 'guidewire distal end kinked/bent' and the analyzed/reported 'guidewire distal end broken/fractured'.

Event description:
During the embolization procedure for a (B)(6) patient with ruptured aneurysm at the superior cerebellar artery, it was reported that the subject guidewire broke in three parts distally during removal from the catheter. No clinical consequences reported to the patient.